Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00144-00. The date of that submission was 20-feb-2025.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: one (1) used. List #100/166/075, tracheal tube siliconised pvc soft-seal cuff oral/nasal7.5mm 10/bx; lot #unknown was returned for evaluation. Testing and inspected, cannot replicate failure ¿a0125 - cuff deflation / leakage¿. Video of testing attached. A device history record could not be completed as no lot number was received.

Event description:
It was reported that there was an air leak from the cuff. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient harm or adverse events reported as a result of the event.